Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) below 20 mg/dl and was non responsive. Customer was transported to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was intubated. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and also found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, which contributed to the low bg level. Cts educated the customer on insulin labeling, customer acknowledged and understood. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.